Manufacturer narrative:
Review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: sterile fluted headless 1/8" pin 3.5" long; cat#7650-2038a; lot#rd8n098a. Triathlon ps fem component, cemented; cat#5515-f-601; lot#hpmwa. Tri cemented stem 12mmx50mm; cat#5560-s-112; lot#m8l35l. Tri ts baseplate size 6; cat#5521-b-600; lot#ifxo. Triathlon fix. Peg 2 per pk; cat#5575x000; lot#eb77s. Sterile fluted headless 1/8" pin 3.5" long; cat#7650-2038a; lot#rd8k009. Simplex p with tobramycin 1 pack; cat#6197-9-001; lot#mbu018. Simplex p with tobramycin 1 pack; cat#6197-9-001; lot#mbu018. Simplex p full dose 1 pack; cat#6191-1-001; lot#rgu116. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient's wife called stating her husband had a bilateral knee implant on (B)(6) 2013. A month after he fell and started experiencing pain, swelling, and difficulty walking. This pi is for the left knee.

Event description:
Patient's wife called stating her husband had a bilateral knee implant on (B)(6) 2013. A month after he fell and started experiencing pain, swelling, and difficulty walking. This pi is for the left knee.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was confirmed through medical review. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "the left knee had remote history of gunshot wound, patellectomy, tibial tubercle osteotomy and a total of 7 previous surgeries. On (B)(6) 2013 the patient underwent bilateral total knee arthroplasties under combined spinal/epidural with indwelling femoral nerve catheters. Triathlon ps femoral components and universal tibial baseplates with 12mm x 50 mm stems were implanted using cement. The right patella was resurfaced. The procedures were complex due to the history of multiple previous procedures with alterations of the tibias and extensive scarring. He was put on coumadin for anticoagulation. Pain was managed with oral dilaudid and tramadol. At the (B)(6) 2014 visit patient reported a recent mi and cardiac catheterization. Patient complained of pain late in the day as well has ¿popping and clunking¿ in the knees. He was given dilaudid pills at that time and the assessment was that knees were functioning normally. A portion of an earlier note to which an exact date is not specified also relates that the patient was doing well between the surgery and (B)(6) 2014 visit. On (B)(6) 2014 he followed up and also complained of activity-related as well as night pain. The pain was described as ¿burning.¿ at this point he was switching over from dilaudid to tramadol. Physical exam related well functioning total knees with good range of motion (>125 degrees). His most recent films were described as showing no evidence of failure. Follow-up visit on (B)(6) 2014reports no change in complaints. The MRI revealed degenerative disc disease with neural encroachment worse at l4-5 on the left. Provided notes indicate no history of a patient fall. Provided x-rays prior to surgery show severe primary osteoarthritis involving the medial and lateral compartments of both knees. There is no patella in the left knee. Abnormality of the proximal tibial related to previous surgery is noted on x-rays of both knees. Pacu (recovery room) x-rays of bilateral knees show total knee arthroplasties with ps femurs in good position with no evidence of complication. There is no indication of a post-operative event such as trauma or infection. Provided x-rays taken immediately after surgery show total knee arthroplasties with stryker triathlon posterior stabilized femoral components and universal tibial baseplates with short stems in good alignment with no evidence of osteolysis or loosening. Per office notes the patient obtained good range of motion and activity level with no mention of need for a walking aid. Complaints of clicking, activity-related pain and discomfort at the day are near universal for patients undergoing total knee arthroplasty. These typically improve with time. This patient was only followed until 10 months post-op as per notes and a full spine work-up with epidural injections was apparently not undertaken prior to the time of the last visit. There is no mention of trauma in the hospital or office documents. In the event summary it is stated that the wife reported a fall one month after the surgery. That could have lead to the patient having worsening pain or possibly damage to the knees. Later x-rays are not in the report but office notes state the films showed the prostheses without complication. This no clinical documentation on this patient between (B)(6) 2014 and (B)(6) 2018 when the wife called stryker. The patient required extensive pain medication, specifically dilaudid po for several months after surgery. Given the history of many surgeries it is possible he had a tolerance to the medications complicating the situation. He was on tramadol pre-op and had a history of allergy to codeine which also can makes his pain management more complicated. Chronic narcotic usage is associated with worse results post total knee and a higher revision rate. Based on all available information, there is no indication that an implant-related factor has lead to the patient¿s pain. There is no evidence that any procedural factors contributed to the event. All of the above apply for both knees. Furthermore, there is a history of the left knee undergoing a patellectomy amongst a total of 7 pre-operative surgeries and as a result it is likely to experience diminished function after total knee arthroplasty compared to a knee with a well functioning patella." Device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that the patient had a fall and started experiencing pain, swelling and difficulty walking. The provided medical records were reviewed by clinician review who concluded that based on all available information, there is no indication that an implant-related factor has lead to the patient¿s pain. There is no evidence that any procedural factors contributed to the event. There is a history of the left knee undergoing a patellectomy amongst a total of 7 pre-operative surgeries and as a result it is likely to experience diminished function after total knee arthroplasty compared to a knee with a well functioning patella. The root cause could not be determined. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.